Event description:
It was reported that pump screen was cracked. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding actions taken by the customer or technical support in response to this event.